Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. There is no indication for a mfg-related failure. On the basis of the eval of the returned delivery system, no device deficiency could be identified that may have contributed to the reported event. The provided x-ray images confirm a twisting of the stent. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigation of similar complaints have been reviewed. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual pt factors may contribute to the twisting of a stent in this region. In this case, it was reported that an inappropriate guide wire was used for the procedure which may be a contributing factor for an irregular stent placement and subsequent stent twisting. On the basis of the info available, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Regarding the appropriate accessory equipment to be used, the IFU states that a 0..35 inch diameter guide wire is required.

Event description:
It was reported that a constriction in the proximal third of the vascular stent was identified during fluoroscopy after implantation in the left sfa. An intervention was performed 48 hours post stent placement. The constricted section of the stent was crossed with a guide wire and the area was dilated with a balloon. A balloon expandable stent was placed inside the constricted area. No pt injury was reported.